Manufacturer narrative:
(B)(4). The device was evaluated and the iipv was confirmed through the review of the logs. The cause was determined to be a false empty detect and use error with the initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an iipv situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 16:53:06. During night drain cycle one, the patient's ultrafiltration reading was 1933ml, indicating the home patient (hp) drained 1933ml more than their maximum programmed fill volume of 2300ml. No additional information is available.